Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Svd can encompass multiple failure modes, including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Through a presentation related to a study, edwards received information that this surgical valve was failing after 4.7 years due to structural valve deterioration (svd) and stenosis, secondary to calcification. As reported, the patient was (B)(6) at implant. Following detection of svd, the patient underwent open heart surgery and was implanted with a mechanical valve. No additional details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received additional information through follow-up with the health care provider that the patient status was reported as alive without major health complications (nyha class I). The implant duration of the surgical valve was 4 (four) years and 8 (eight) months.